Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was over 600 mg/dl. Customer delivered a bolus via the pump to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.